Event description:
A malfunction with the pump was reported, displaying malfunction code 3 and not resettable. The customer¿s blood glucose level did not exceed 500 mg/dl, implying it remained within a manageable range. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping address and instructed the customer on putting the pump into storage mode before returning it. A replacement pump was arranged, and the customer was provided with a pre-paid label to facilitate the return of the problematic pump within ten days.